Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18. Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead was placed peripherally and was superficial causing discomfort at the lead site. The patient underwent a lead explant procedure and the explanted lead will not be returned.